Event description:
A remstar auto a-flex a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the device evaluation, the third-party service center performed a visual inspection and identified error codes 22 (err_motor_flux_magnitude), a reboot-level error, and error 53 (err_comp_log_sem_timeout), a continue-level error. Additionally, the control dial button was found to be missing. The device showed signs of contamination from tobacco, as well as dust and dirt inside, with foam particles discovered within the assembly. As requested by the customer, the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.